Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown plate was being broken. It was unknown when the issue was discovered. Procedure and patient involvement are unknown. This report is for one (1) plates. This is report 1 of 1 for (B)(4).